Event description:
After 14 hrs of pumping, the bard console alarmed kinked line and blood was noted in the extracorporal tubing indicative of a leak. The balloon was removed and sent to datascope for further evaluation.

Event description:
Add'l info rec'd from MFR 11/20/00: the microscopic appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcific plaque during intra-aortic balloon pumping. Plaque abrasion and the ultimate penetration of the intra-aortic balloon is not entirely uncommon and has been reported in the literature on various occasions. Unfortunately, all intra-aortic balloons are possible subjects of plaque abrasion, the time being determined by such variables as the degree of calcification of the plaque, its location within the aorta, and the size of the aorta, as well as the intra-aortic balloon's position in relation to that plaque.